Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced uveitis in the operative eye. A steroid injection was needed for treatment. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating at the last check-up 2 weeks ago, the patient with the implanted lens was doing well and was without uveitis.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the surgeon and he confirmed he was the surgeon for all twenty two (22) cases using same staff and procedures. Standard post operative regimen is topical oftaquix (antibiotic) and unidexa (steroid) both 5 times per day for one week with the unidexa then slowly tapered over the next 5 weeks. About half of the cases developed inflammation within the first 2-3 days after surgery and about half developed inflammation 3-6 weeks after surgery once topical steroid had been decreased to once per day or discontinued. He is only concerned about inflammation with this type lens as he has had 15 cases in 2018 out of only 100 procedures whereas he¿s only had 4 cases of inflammation with other company lenses out of more than 600 cases. He has discontinued the implantation of this lens.